Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the limb ischemia issue was most likely due to patient condition related with patient having diseased iliac artery. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported female (age unknown) awaiting coronary artery bypass grafting was implanted with an impella cp device for mechanical circulatory support. During support, the patient was taken to the lab to repair part of the coronaries that were diseased. The patient had no flow on the coronaries on the same side of impella, the opposite side was severely diseased and had developed limb ischemia. The md decided to explant impella. Upon the impella being explanted, the patient was stable and vitals had improved.